Manufacturer narrative:
No button response due to moisture damage on keypad traces. Analysis was unable to verify unexpected restart alarm due to no button response. The insulin pump had moisture damage on electronics. The insulin pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received an unexpected restart alarm. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.